Manufacturer narrative:
The mirror return arm was received for evaluation. The sample was visually inspected where it was found to have debris on the linear rail system. The reported event was confirmed and showed signs of sticking when moved. Functional testing could not be performed since the arm was removed from the system. Realignment will negate replication of the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A company representative and clinical applications specialist (cas) observed the system and the cases at this time. The observations stated the following: the blue corneal apex line (on the scan) was not bisecting the corneal apex and the purple indicators (which, separate the line scan) were being observed ¿too deep.¿ these lines are not ¿on the halfway point¿ of the anterior surface / anterior chamber as expected. The cas continued to share that when the oct depths were read, the capsule appeared ¿bracketed.¿ in this one specifically, it was deep (on the circle scan) and the line scan was showing deep (anterior to the surface of the lens), with the capsule shown inside the lens. There was an indication that the arm mirror was hung up and drifting between scans. The mirror traveled vertically on a small mirror stage (as the objective may be driven above green surgical zone during suction application) and was hung up. Company representative attributed this to the optical coherence tomography (oct) scan calculated depth to be inaccurate. The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative found that the reference mirror was hung up on its linear stage. The company service representative replaced the reference mirror. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to a nonconforming reference mirror hung up on its linear stage. (B)(4).

Event description:
A company representative reported unexpected optical coherence tomography shift during a laser assisted cataract procedure. The laser did not complete the intended capsulotomy. The surgeon was able to complete capsulotomy without laser. Upon follow up, the reference arm mirror was replaced. There are two related reports for this facility. This report addresses the patient lg and another manufacturer report will be filed for the other patient.